Event description:
It was later reported that the subject was put back on oral cephalexin which he was on prior for a chronic infection of the knee. Cephalexin also served as treatment for the chronic driveline infection.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection with elevated lactate dehydrogenases (ldhs) 1800 u/l. Log file analysis did not capture any unusual events. The patient is already being treated for chronic driveline infection and is on life-long keflex. The subject's driveline was cultured on (B)(6) 2020 at a routine clinic visit due to creamish drainage noted at the driveline site. After becoming aware of positive would cultures, the patient was instructed to go to the emergency department for intravenous (IV) antibiotics. A CT scan of the abdomen showed subcutaneous inflammatory changes at the insertion site concerning for abdominal wall infection. It is believed that the subject does not need surgical intervention at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2015 via customer order (B)(4). A specific cause for the reported driveline infection could not be determined through this evaluation. In addition, a specific cause for the reported potential abdominal wall and knee infections as well as a direct correlation with the device could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported elevated ldh level could not be determined through this evaluation. It was reported on (B)(6) 2020 that the patient was admitted for a driveline infection and was found to have an elevated ldh level of 1800 up from a baseline of 200-300. The submitted controller and lvad event and periodic log files cumulatively contained data from 01feb2020 ¿ 12feb2020 and appeared to show the system operating as intended with no atypical alarms or events recorded. The pump operated at speeds at or above the low speed limit with overall stable parameters for the duration of the log file data. Multiple attempts were made to obtain additional information from the customer regarding the patient¿s chronic driveline infection; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists infection (including driveline and localized infection) and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.